Manufacturer narrative:
(B)(6).

Event description:
This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling. Philips received a complaint on the heartstart xl defibrillator/monitor indicating that during the process of resuscitating a patient, a battery alarm was triggered, indicating low charge and discharge energy. Over 30 charge and discharge cycles were attempted, and signs of detachment of the electrode pads were also observed. We are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.